Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 4. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced that the infusion set had fallen off during use event on (B)(6) 2026. The event dates are (B)(6) 2026 and (B)(6) 2026. The infusion set had been in use for one day. The customer replaced the infusion set and was able to successfully resume insulin deliveries. No further information available.